Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2012 due to the lead was fractured. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).